Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to a broken main tube approximately 2.1230" from the distal tip. Components adjacent to this broken main tube do not show damage. Additionally, the complaint regarding gears are tight and does not rotate easily was confirmed by failure analysis. The probable root cause of broken main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. The probable root cause of a dislodged proximal clevis is typically caused by excessive side loading on the instrument.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument gears were tight, and it did not rotate easily. There was no report of patient involvement or patient injury.